Event description:
Bd insyte autoguard 18 gauge IV was inserted successfully. When the button to retract the needle was pressed, the needle did not retract completely into the safety shield. The needle was secured without harm.